Event description:
As reported by the user facility: customer reports "a whole bag was infused. Cno said it infused instantaneously. So they cut the IV tubing from the pt." Unk type of medication, the amount, the rate that was set. Unk if the tubing was placed in the pump correctly. The bag and the tubing was discarded. Incident date: (B)(6) /2014. No pt injury. MFR ref# 9610825-2014-00001.